Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that there was a strip stuck within the instrument causing the control failures. He corrected the problem by removing the strip and cleaning the munsel mask. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported multiple analyte failures on ca and cb controls on their ichem velocity automated urine chemistry system. Erroneous results were generated but not reported out of the lab. There was no change patient treatment due to the erroneous result. No one was hurt, injured or required to seek medical attention